Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet model # sc-1110-02 (B)(4) description: ipg kit (without pull-through tunneler) the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that following the non-device related explant of the patient's precision system the patient developed an infection. The patient's symptom included discharge from the lead site. The physician does not believe the infection was device or procedure related. The patient was given oral antibiotics and was reportedly doing well.

Manufacturer narrative:
Information provided. A review of the manufacturing documentation for the leads and ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the leads and ipg found them to be satisfactory.

Event description:
A report was received that following the non-device related explant of the patient's precision system the patient developed an infection. The patient's symptom included discharge from the lead site. The physician does not believe the infection was device or procedure related. The patient was given oral antibiotics and was reportedly doing well.